Manufacturer narrative:
Company representative replaced the motor pump and spo2 board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the passport 2 monitor would not read spo2 or heart rate. No pt injury was reported.